Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer, has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the failure to advance was a patient condition related to the patients noted aortic stenosis and aortic aneurysm which made advancement not possible. There were no defects noted on the returned products.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted percutaneously into the left femoral artery in a 67-year-old male patient with a past medical history of coronary artery disease (cad) presenting with acute myocardial infarction (ami) and cardiogenic shock (cgs) scai stage e on multiple inotropes, vasopressors, and ventilator support prior to initiation of support. The impella was inserted for ventricular support prior to protected percutaneous coronary intervention (ppci) of the left anterior descending (lad) artery. During the procedure, despite multiple attempts, the impella would not cross the aortic valve using 0.018 guidewire. Aortic valve stenosis was noted with no evaluation of the valve area of 0.6 or greater. In addition, an ascending aortic aneurysm was noted causing less than optimal support for advancement into the valve. A v-18 guidewire was also used. Ppci of the lad was completed, and a second attempt was made with a 0.035 buddy wire with the same result of unable to get the impella to cross the valve. The impella was subsequently removed without incident. The post-procedure outcome was aborted at explant.